Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 48 mm abdominal aortic aneurysm. It was reported that the final angiography revealed that there was a proximal type ia endoleak from the proximal right side of the endurant ii 28x16x145. The physician modelled the stent graft with another manufacturer's balloon catheter the endoleak was reduced however, the type ia endoleak persisted. The procedure was completed with a slow flow residual type ia endoleak still present. Per the physician, the cause of the type ia endoleak was due to patient anatomy of a short and tortuous aortic neck. The patient is being monitored. No clinical sequelae were reported and the patient is fine.